Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced a hypoglycemic event, passed out, and was not coherent, after which a bystander called an ambulance. When the paramedics arrived the cgm was reading 58 mg/dl and the blood glucose reading was 28 mg/dl. The patient said she regained consciousness in the ambulance and was given dextrose but did not know the amount. In the emergency department, the values were checked again. Cgm was reading 91mg/dl and blood glucose was 77 mg/dl. Patient stated she was given a sandwich and a cup of orange juice at the emergency department and stayed for observation until her readings went back to normal. She did not remember if she was given any medication but stated she was discharged from the emergency department on the same day. At the time of the report the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.